Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. The ra lead dislodged during the revision procedure, subsequently physician decided to implant a new lead. No additional patient adverse effects were reported. The lead is expected to return for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The complete lead was returned intact. A single set of setscrew mark was in the wrong location on the terminal pin. The helix was extended, and dried body fluid was noted in the helix housing. Visual inspection revealed no abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the right atrial (ra) lead was explanted due to dislodgement. The ra lead dislodged during the revision procedure, subsequently, the physician decided to implant a new lead. No additional patient adverse effects were reported. The lead is expected to return for analysis.